Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 300 (mg/dl). Customer administered insulin to treat bg levels. Reportedly, customer stated that their bg levels elevated after changing insulin site due to stress from wondering if the site was inserted correctly. Recommendation was made to consult with health care provider to discuss diabetes management.